Manufacturer narrative:
H.11: livanova field service technician was dispatched to the customer's facility, confirming the reported event. To resolve it, patient pump 2 was replaced with a new one. Functional verification checks were performed and passed positively; the unit was put back in service. A device service history review has been performed and identified that the unit was manufactured in 2017 and that the patient pump circuit 2 was replaced in 2023. Based on investigation findings, it cannot be ruled out that the most likely root cause of the reported event is a bearing damage probably due to environmental conditions the pump worked, as condensation, humidity and high temperatures, and the action of disinfectants used during cleaning procedures. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.11 livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in india. Reportedly, patient pump 2 was faulty. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report about an heater-cooler 3t system showing an error 20 'patient circuit 2 pump does not start'. The issue occurred during priming. There's no report of patient injury.